Event description:
It was reported that the patient became pre-syncopal after their pulse generator and right ventricular lead were oversensing noise. The devices were explanted and replaced. During the case the patient was symptom free. The patient's condition post procedure was stable.

Manufacturer narrative:
Analysis was normal, no anomalies were found.